Event description:
It was reported that an issue occurred with a patient involving one of our resectoscopes. The customer reports that there was a current leakage into the patient, which was observed on the ECG. No negative impact in state of health reported. Current leakage into a patient, observed on an ECG, can indicate a potentially dangerous situation where electrical current is flowing through the patient's body, potentially causing harm. Thus the event is deemed reportable. Further information was provided that during the hysteroscopic fibroid resection using the vio electrosurgical unit, the patient exhibited sudden involuntary jerking movements. In response, the surgical team transitioned to a landanger resectoscope, which had a new loop installed on (B)(6). Additionally, the electrosurgical unit was replaced, a new neutral electrode was applied, and a different power socket was used. Despite these changes, the anesthesia team observed ECG abnormalities, followed by a significant involuntary movement leading to bronchospasm, necessitating endotracheal intubation. Additional information was requested regarding the incident but was not yet provided.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section h6. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
Result of investigation: the following information was provided by the customer: it was reported that "an issue occurred with a patient involving one of our (assumption of the author "karl storz") 26ch resectoscopes. The customer reports that there was a current leakage into the patient, which was observed on the ECG". Further information was provided that during the hysteroscopic fibroid resection using the vio electrosurgical unit, the patient exhibited sudden involuntary jerking movements. In response, the surgical team transitioned to a landanger resectoscope, which had a new loop installed on july 1st. Additionally, the electrosurgical unit was replaced, a new neutral electrode was applied, and a different power socket was used. Despite these changes, the anesthesia team observed ECG abnormalities, followed by a significant involuntary movement leading to bronchospasm, necessitating endotracheal intubation. It was reported that a hysteroscopic fibroid resection was performed. A hysteroscopic fibroid resection is a minimally invasive surgical procedure to remove fibroids located inside the uterus. A thin, camera-equipped instrument called a hysteroscope is inserted through the cervix to visualize and remove the fibroid tissue using cutting devices like a wire loop. Based on the provided information the devices / instruments involved in the event are as follows: catalogue # description unknown 1st setup allegedly a karl storz resectoscope 26ch unknown 1st setup loop (electrified wire loop, manufacturer unknown)) unknown 1st setup vio (electrosurgical unit from manufacturer erbe) unknown 1st setup neutral electrode (manufacturer unknown) unknown 2nd setup landanger resectoscope (resectoscope from manufacturer landanger) unknown 2nd setup loop (electrified wire loop, manufacturer unknown)) unknown 2nd setup neutral electrode (manufacturer unknown) unknown 2nd setup esu (electrosurgical unit, manufacturer unknown) additional information and the devices or components were requested via email 4 times but was not yet provided.more details are listed in the table below: efforts date 1st request 2025-07-09 1st follow up 2025-07-16 2nd follow up 2025-07-30 3rd follow up 2025-08-11 since the affected device has not been returned to karl storz and we do not have the exact item number or lot number of the devices or components involved a detailed technical analysis or conclusion and root cause determination is not possible. For a comprehensive investigation and evaluation, we require the affected product and more detailed information. If new findings are available or the devices or components were returned, the event will be re-evaluated and the reported adapted accordingly. The event is filed under internal karl storz complaint ID: (B)(4).